Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. From 12:25:09 to 14:53:51 on 15jan2026, log files contained multiple power cable disconnect alarms while the system was connected to external batteries. In each case, the triggered alarm would resolve after a few seconds when voltages were restored. The power cable disconnect alarms were triggered by the voltage on both power cables fluctuating below the alarm threshold. The power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned in unremarkable physical condition and operated for an extended period without any irregular alarms produced while connected to a mock loop. Additional power cable manipulation testing was performed, and no alarms were triggered during this testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-, was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was hearing multiple beeps throughout the day. Interrogation showed multiple power disconnect alarms. The patient had only been on ventricular assist device (vad) support for 7 weeks. No obvious damage to clips or batteries was noted. Clips were clean and free of debris. Log files contained power cable disconnect alarms when the patient was utilizing battery power and patient cable. These alarms appeared to be a result of rsoc (battery data) invalid flags. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.